Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Also moisture damage on electronic assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.